Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, a guidezilla was advance to the lesion but resistance was felt during delivery due to subclavian tortuousity. When it was advanced, the pressure was released. However, it was noted that the balloon ruptured upon first inflation at 2 atmospheres for 10 seconds. The device was removed without any issues. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon with the balloon folds intact. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at the distal edge of the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, a guidezilla was advance to the lesion but resistance was felt during delivery due to subclavian tortuousity. When it was advanced, the pressure was released. However, it was noted that the balloon ruptured upon first inflation at 2 atmospheres for 10 seconds. The device was removed without any issues. The procedure was completed with a different device. No patient complications were reported.